Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium of uterus'), endometritis ('chronic endometritis') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scalp injury nos, head injury, headache, shoulder discomfort, bruise of head, contusion of shoulder region, arthroscopy l knee and tonsillectomy. Concurrent conditions included gerd, menometrorrhagia, back pain, dysfunctional uterine bleeding, chronic pain, panic attack, elevated bp and left lower quadrant pain. Concomitant products included nsaids, paracetamol (acetaminophen) since (B)(6) 2011, quetiapine since (B)(6) 2012, ranitidine from (B)(6) 2012 to (B)(6) 2013 and vilazodone since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with unilateral salpingo-oopherectomy left fallopian tube and ovary). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, endometritis, vaginal haemorrhage, depression, anxiety, abdominal pain, fatigue and weight increased outcome was unknown, the genital haemorrhage and menorrhagia had resolved and the pelvic pain and dysmenorrhoea was resolving. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in hsg- in the previous version, hsg results were provided, while in this version, it's reported that "she did not undergo essure confirmation test". Discrepancy noted: date(s) of insertion: (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Magnetic resonance imaging - on (B)(6) 2011: intact ligaments, medial meniscus: mild mucoid degeneration without focal tear, lateral meniscus: intact, moderate osteoarthritis of the patellofemoral joint and moderate joint effusion. Pathology test - on (B)(6) 2012: cervix: acute and chronic inflammation and squamous metaplasia, endometrium: chronic endometritis, no evidence of atypical hyperplasia or malignancy, myometrium unremarkable,ovary : luteal and inclusion cysts,fallopian tube: unremarkable.. Ultrasound pelvis - on (B)(6) 2011: limited exam secondary to patient body habitus with likely division of the endometrial canal at the level of the uterine fundus may represent a bicornuate versus septate uterus. Nonvisualization of the right ovary. Limited evaluation of the grossly unremarkable left ovary. The bilateral essure implants appear to be at the level of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, depression, anxiety, menorrhagia and dysmenorrhea and following one was described in patient's medical record- chronic endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events: migration of essure device location of device: myometrium of uterus , fatigue , weight gain were added. Events: cramping were updated to recovering. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium of uterus') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scalp injury nos, head injury, headache, shoulder discomfort, bruise of head, contusion of shoulder region, arthroscopy l knee and tonsillectomy. Concurrent conditions included gerd, menometrorrhagia, back pain, dysfunctional uterine bleeding, chronic pain, panic attack, elevated bp and left lower quadrant pain. Concomitant products included nsaids, paracetamol (acetaminophen) since june 2011, quetiapine since (B)(6) 2012, ranitidine from (B)(6) 2012 to (B)(6) 2013 and vilazodone since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In july 2011, the patient experienced pelvic pain ("pelvic pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications: yes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with unilateral salpingo-oophorectomy - left fallopian tube and ovary). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, endometritis, vaginal haemorrhage, depression, anxiety, abdominal pain, fatigue, weight increased and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea and metrorrhagia had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in hsg- in the previous version, hsg results were provided, while in this version, it's reported that "she did not undergo essure confirmation test". Discrepancy noted: date(s) of insertion: (B)(6) 2012. Treatment received for pelvic pain, dysmenorrhea, menorrhagia, metrorrhagia, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Magnetic resonance imaging - on (B)(6) 2011: intact ligaments, medial meniscus: mild mucoid degeneration without focal tear, lateral meniscus: intact, moderate osteoarthritis of the patellofemoral joint and moderate joint effusion. Pathology test - on (B)(6) 2012: cervix: acute and chronic inflammation and squamous metaplasia, endometrium: chronic endometritis, no evidence of atypical hyperplasia or malignancy, myometrium unremarkable,ovary : luteal and inclusion cysts,fallopian tube: unremarkable.. Ultrasound pelvis - on (B)(6) 2011: limited exam secondary to patient body habitus with likely division of the endometrial canal at the level of the uterine fundus may represent a bicornuate versus septate uterus. Nonvisualization of the right ovary. Limited evaluation of the grossly unremarkable left ovary. The bilateral essure implants appear to be at the level of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, depression, anxiety, menorrhagia and dysmenorrhea and following one was described in patient's medical record- chronic endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: post removal complications, metrorrhagia. Outcome of previously added events pelvic pain, dysmenorrhea were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium of uterus') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scalp injury nos, head injury, headache, shoulder discomfort, bruise of head, contusion of shoulder region, arthroscopy l knee and tonsillectomy. Concurrent conditions included gerd, menometrorrhagia, back pain, dysfunctional uterine bleeding, chronic pain, panic attack, elevated bp and left lower quadrant pain. Concomitant products included nsaids, paracetamol (acetaminophen) since (B)(6) 2011, quetiapine since (B)(6) 2012, ranitidine from (B)(6) 2012 to (B)(6) 2013 and vilazodone since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications: yes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with unilateral salpingo-oophorectomy - left fallopian tube and ovary). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, endometritis, depression, anxiety, abdominal pain, fatigue, weight increased and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and metrorrhagia had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in hsg- in the previous version, hsg results were provided, while in this version, it's reported that "she did not undergo essure confirmation test". Discrepancy noted: date(s) of insertion: (B)(6) 2012. Treatment received for pelvic pain, dysmenorrhea, menorrhagia, metrorrhagia, psych injury, vaginal haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Magnetic resonance imaging - on (B)(6) 2011: intact ligaments, medial meniscus: mild mucoid degeneration without focal tear, lateral meniscus: intact, moderate osteoarthritis of the patellofemoral joint and moderate joint effusion. Pathology test - on (B)(6) 2012: cervix: acute and chronic inflammation and squamous metaplasia, endometrium: chronic endometritis, no evidence of atypical hyperplasia or malignancy, myometrium unremarkable,ovary : luteal and inclusion cysts,fallopian tube: unremarkable. Ultrasound pelvis - on (B)(6) 2011: limited exam secondary to patient body habitus with likely division of the endometrial canal at the level of the uterine fundus may represent a bicornuate versus septate uterus. Nonvisualization of the right ovary. Limited evaluation of the grossly unremarkable left ovary. The bilateral essure implants appear to be at the level of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, depression, anxiety, menorrhagia and dysmenorrhea and following one was described in patient's medical record- chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scalp injury nos, head injury, headache, shoulder discomfort, bruise of head and contusion of shoulder region. Concurrent conditions included gerd, menometrorrhagia, back pain, dysfunctional uterine bleeding, chronic pain, panic attack, elevated bp and left lower quadrant pain. Concomitant products included nsaids, paracetamol (acetaminophen) since (B)(6) 2011, quetiapine since (B)(6) 2012, ranitidine from (B)(6) 2012 to (B)(6) 2013 and vilazodone since (B)(6) 2012. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) with unilateral salpingo-oophorectomy - left fallopian tube and ovary). Essure was removed on (B)(6) 2012. At the time of the report, the endometritis, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg- in the previous version, hsg results were provided, while in this version, it's reported that "she did not undergo essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Nuclear magnetic resonance imaging - on (B)(6) 2011: intact ligaments, medial meniscus: mild mucoid degeneration without focal tear, lateral meniscus: intact, moderate osteoarthritis of the patellofemoral joint and moderate joint effusion. Pathology test - on (B)(6) 2012: cervix: acute and chronic inflammation and squamous metaplasia, endometrium: chronic endometritis, no evidence of atypical hyperplasia or malignancy, myometrium unremarkable,ovary : luteal and inclusion cysts,fallopian tube: unremarkable. Ultrasound pelvis - on (B)(6) 2011: limited exam secondary to patient body habitus with likely division of the endometrial canal at the level of the uterine fundus may represent a bicornuate versus septate uterus. Nonvisualization of the right ovary. Limited evaluation of the grossly unremarkable left ovary. The bilateral essure implants appear to be at the level of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, depression, anxiety, menorrhagia and dysmenorrhea and following one was described in patient's medical record- chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs and mr received : this case became incident. Event medical device complication was replaced with new events from pfs- pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety/mental anguish and dysmenorrhea (cramping). Medical history, lab data and concomitant medications were added. Product indication updated. Event added from medical record- chronic endometritis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scalp injury nos, head injury, headache, shoulder discomfort, bruise of head and contusion of shoulder region. Concurrent conditions included gerd, menometrorrhagia, back pain, dysfunctional uterine bleeding, chronic pain, panic attack, elevated bp and left lower quadrant pain. Concomitant products included nsaids, paracetamol (acetaminophen) since (B)(6) 2011, quetiapine since (B)(6) 2012, ranitidine from (B)(6) 2012 to (B)(6) 2013 and vilazodone since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with unilateral salpingo-oopherectomy - left fallopian tube and ovary). Essure was removed on (B)(6) 2012. At the time of the report, the endometritis, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown, the genital haemorrhage and menorrhagia had resolved and the pelvic pain was resolving. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg- in the previous version, hsg results were provided, while in this version, it's reported that "she did not undergo essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Nuclear magnetic resonance imaging - on (B)(6) 2011: intact ligaments, medial meniscus: mild mucoid degeneration without focal tear, lateral meniscus: intact, moderate osteoarthritis of the patellofemoral joint and moderate joint effusion. Pathology test - on (B)(6) 2012: cervix: acute and chronic inflammation and squamous metaplasia, endometrium: chronic endometritis, no evidence of atypical hyperplasia or malignancy, myometrium unremarkable,ovary : luteal and inclusion cysts,fallopian tube: unremarkable.. Ultrasound pelvis - on (B)(6) 2011: limited exam secondary to patient body habitus with likely division of the endometrial canal at the level of the uterine fundus may represent a bicornuate versus septate uterus. Nonvisualization of the right ovary. Limited evaluation of the grossly unremarkable left ovary. The bilateral essure implants appear to be at the level of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, depression, anxiety, menorrhagia and dysmenorrhea and following one was described in patient's medical record- chronic endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events abdominal pain and general abnormal bleeding added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium of uterus') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scalp injury nos, head injury, headache, shoulder discomfort, bruise of head, contusion of shoulder region, arthroscopy l knee and tonsillectomy. Concurrent conditions included gerd, menometrorrhagia, back pain, dysfunctional uterine bleeding, chronic pain, panic attack, elevated bp and left lower quadrant pain. Concomitant products included nsaids, paracetamol (acetaminophen) since (B)(6) 2011, quetiapine since (B)(6) 2012, ranitidine from (B)(6) 2012 to (B)(6) 2013 and vilazodone since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications: yes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with unilateral salpingo-oopherectomy - left fallopian tube and ovary). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, endometritis, depression, anxiety, abdominal pain, fatigue, weight increased and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and metrorrhagia had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in hsg- in the previous version, hsg results were provided, while in this version, it's reported that "she did not undergo essure confirmation test". Discrepancy noted: date(s) of insertion: (B)(6) 2012. Treatment received for pelvic pain, dysmenorrhea, menorrhagia, metrorrhagia, psych injury, vaginal haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Magnetic resonance imaging - on (B)(6) 2011: intact ligaments, medial meniscus: mild mucoid degeneration without focal tear, lateral meniscus: intact, moderate osteoarthritis of the patellofemoral joint and moderate joint effusion. Pathology test - on (B)(6) 2012: cervix: acute and chronic inflammation and squamous metaplasia, endometrium: chronic endometritis, no evidence of atypical hyperplasia or malignancy, myometrium unremarkable,ovary : luteal and inclusion cysts,fallopian tube: unremarkable.. Ultrasound pelvis - on (B)(6) 2011: limited exam secondary to patient body habitus with likely division of the endometrial canal at the level of the uterine fundus may represent a bicornuate versus septate uterus. Nonvisualization of the right ovary. Limited evaluation of the grossly unremarkable left ovary. The bilateral essure implants appear to be at the level of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, depression, anxiety, menorrhagia and dysmenorrhea and following one was described in patient's medical record- chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event abnormal bleeding (vaginal) was update to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.